Manufacturer narrative:
Device was returned for evaluation on (B)(6) 2023. A leak was confirmed with the used d1000 tego due to a tear along the slit. The seal tear would allow for fluid or air ingress through the used d1000 tego. The probable cause of the seal tear that can lead to fluid or air ingress cannot be determined. A device history review could not be conducted because no lot number(s) was/were identified.

Event description:
The incident involved a tego connector. The reporter stated that when the clamps were released, the tego allowed air to enter the hemodialysis catheter, which could cause an embolism. The nursing staff realized this and sucked out the air. When they put the tego again without clipping it, the air entered the catheter again. The tego was removed and replaced with another, the air was sucked out a second time and once the clamps were released, this didn't happen again. The product was not reprocessed or re-sterilized and no medication were used with it. The event occurred during patient use, there was no delay in therapy, and no one was harmed as a result of this event.

Manufacturer narrative:
The device has been requested to be returned for evaluation; however, it has not yet been received.